Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed battery test, rewind anomaly, and damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1884l. The customer called for an issue not covered by existing troubleshooting guides. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the insulin pump. No product return is required for mmt-1884l.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. No unexpected failed batt test alarms noted. Unit passed the sleep current measurement and active current measurement test. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the reason complaint. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Unit rewound properly during testing. No unexpected alarms noted during rewind or during self test. During download review no relevant alarms confirm in download history files to confirm complaint code. Proceed by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection no moisture damage and all connectors were plugged in properly during visual inspection. The following cosmetic damages were noted: minor scratched on lcd window, cracked keypad overlay, stained keypad overlay, label damage (faded), cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case (battery tube) and scratched case. In conclusion, customer concerns failed batt\ or slow motor rewinds are not confirmed. No relevant alarms noted in download history review and testing of the unit was successful. Minor scratched on lcd window was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.